Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose level was 183 mg/dl. Reportedly, the customer had manual injections for alternate insulin therapy but not long lasting insulin and will contact the healthcare provider.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 183 mg/dl. Reportedly, the customer had manual injections for alternate insulin therapy but not long lasting insulin and will contact the healthcare provider. Multiple attempts were made to follow up with the customer if long lasting insulin was obtained; however no response from the customer was received.